Event description:
Procedure type: prostatectomy. According to the reporter: the surgeon introduced a harmonic ace instrument into the pediport port. A part of the inner plastic seal feel into the abdominal cavity of the pt. The surgeon was using that port for at least 30 mins before the problem occurred. He was able to retrieve the plastic seal from the abdominal cavity without any problem for the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).